Event description:
Customer reports discolored pins on the inform sys. No evidence of melting reported. No adverse event reported. Upon eval by the MFR, the internal contacts showed signs of melting and burning. Requested return of suspect device and replacement was sent.